Manufacturer narrative:
Device evaluated by manufacturer: an examination of the returned catheter found that the balloon had detached at its proximal and distal bond sites. It is clear from the condition of the device that excessive force was applied to the device to pull the balloon off the shaft. The main body of the balloon was not received for analysis. The shaft between the markerbands was severely stretched and bunched. Further examinations identified that the distal markerband was free moving on the shaft and was slightly compressed. It is noted that the stretching and bunching of the shaft and the fact that the distal markerband had detached, are all consistent with excessive tensile forces having been applied to the shaft. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in an unspecified vessel of the left lower extremity. The 12.0 x 40, 75cm mustang balloon catheter was used to dilate the lesion. The balloon ruptured. The number of inflations and to what atms is unknown. Multiple balloons were used during the case. Two vascular unspecified stents were placed in the common and external iliac veins. Multiple attempts to snare and retrieve balloon membrane were attempted but failed. Afterwards, vascular surgery was consulted. The patient was transported to the or and undergone surgery. The balloon membrane was removed from the left popliteal vein. No patient complications were reported and the patient's status is well.

Event description:
It was reported that during a venous angioplasty procedure, balloon rupture occurred.   The target lesion was located in an unspecified vessel of the left lower extremity. The 12.0 x 40, 75cm mustang balloon catheter was used to dilate the lesion. The balloon ruptured. The number of inflations and to what atms is unknown. Multiple balloons were used during the case. Two vascular unspecified stents were placed in the common and external iliac veins. Multiple attempts to snare and retrieve balloon membrane were attempted but failed. Afterwards, vascular surgery was consulted. The patient was transported to the or and undergone surgery. The balloon membrane was removed from the left popliteal vein. No patient complications were reported and the patient's status is well.

Manufacturer narrative:
(B)(4).